Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.